Event description:
Bd bard lifestream covered stents- repeatedly fell off balloon and migrated in the patent undeployed. This required extended endovascular correction then open surgical removal and extra anatomical bypass to repair with added morbidity to the patient. And yes, we predilated. Cta (computed tomography angiography) was performed after initial endovascular procedure.